Event description:
A single patient plasma iron result initially recovered 281 ug/dl, sample repeated recovered 13 ug/dl. Same plasma sample repeated gain on another system, using the same methodology recovered 15 ug/dl. A serum sample from the same patient was processed using the same system and also on a different system, both using the same methodology recovered 14 ug/dl and 16 ug/dl respectively. Initial results were not reported. Field service representative found the result flagging criteria was set to none. Performance checks were run and system performed within specifications.